Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due bilateral cylinder rupture as a result of excessive use. Upon removal of the chronic device, rupture was confirmed in both cylinders. A new ipp was implanted without consequence. No patient complications were reported.